Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a potential under-reporting of atrial tachycardia/atrial fibrillation (at/af) burden. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.